Event description:
The account alleged that the ground loss led is active on the bed.

Manufacturer narrative:
The account found fluid ingress onto the power supply board. The account replaced the power supply board to repair the bed.